Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly and the pump subsequently shut off. There was no reported impact to the customer's blood glucose level. The customer connected the pump to a power source and the pump turned on. The customer reloaded the existing cartridge and resumed insulin therapy.